Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. A needle was tried in the device and it was sticking and not retracting properly. The mating part (needle) used in the event was not returned. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone, or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair the needle fired 3 times with no issue, but then the 4th time it jammed in device and the tip of the needle broke off. The surgeon converted to an open procedure to locate tip. It was not located until he tried to continue with device. The 2nd needle would not pass due to something stuck, believed to be the missing tip. The case was completed with a competitor's device.